Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported she passed out due to low blood glucose level while using the pump and the meter; exact reading was not provided. Patient stated she cannot read the screens and that is what caused her to pass out; was passed out for 12 hours. Patient is blind. Requested return of the alleged device for evaluation.

Manufacturer narrative:
Correction - serious injury.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.